Manufacturer narrative:
(B)(4).

Event description:
Clarification: customer did not report any pump malfunction after going through the x-ray and was concerned with the elevation in blood glucose (bg) levels after going through the machine. Additionally, customer reported that their health care provider stated that the low event may have been accidental and that the customer entered the carb number into the bg section of the bolus window.

Manufacturer narrative:
The t:slim pump user guide states: your system should not be exposed to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your system should not be exposed to them. Notify the transportation security administration (tsa) agent that your system cannot be exposed to x-ray screening and request alternate means of screening other than x-ray. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 459 (mg/dl) and a low bg level of 24 (mg/dl). Reportedly, customer experienced the elevated and low bg levels after they were forced to go through an x-ray scanner by transportation security administration at the airport. Customer delivered a correction bolus with the pump to treat elevated bg level, and consumed glucose tablets to treat the low bg level. Customer indicated that the pump has not experienced any further issues in the last 2 weeks. Recommendation was made to consult with health care provider to discuss diabetes management.